Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. Reportedly, the patient's condition and cause of infection was unknown. No additional adverse patient effects were reported. The rv lead was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the a1: patient identifier; a2: date of birth; a2: age at time of event; and a2: unit of measure - age. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. Reportedly, the patient's condition and cause of infection was unknown. No additional adverse patient effects were reported. The rv lead was explanted.